Event description:
Following a laparoscopic anti-reflux procedure, a patient underwent an endoscopy leading to the discovery of an erosion through the esophageal lumen of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2014. Approximately four weeks post-implant, the patient received a dilation due to dysphagia. Patient reported dysphagia approximately the second week of (B)(6) 2018. Endoscopy on (B)(6) 2018 showed 1 left posterior beads eroded through the esophageal lumen. The two eroded beads were explanted without issue on (B)(6) 2018 by dr. (B)(6).

Manufacturer narrative:
Updated event to include removal attempt of the remaining beads. Corrected device analysis in relevant tests/laboratory data to state that analyis was only of the partial explant that was returned. Updated report date.

Event description:
Following a laparoscopic anti-reflux procedure, a patient underwent an endoscopy leading to the discovery of an erosion through the esophageal lumen of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2014. Approximately four weeks post-implant, the patient received a dilation due to dysphagia. Patient reported dysphagia approximately the second week of july 2018. Endoscopy on (B)(6) 2018 showed 1 left posterior beads eroded through the esophageal lumen. The two eroded beads were explanted without issue on (B)(6) 2018 by dr. (B)(6). The patient was doing well after the removal of 2 beads. At a follow-up visit for the initial explant, 2-4 beads were visualized in the esophagus. Remaining device removal was attempted endoscopically on (B)(6) 2018. The beads were not removed but were pushed back into the capsule.

Manufacturer narrative:
Updated to include second removal and follow-up. Updated report date.

Event description:
Following a laparoscopic anti-reflux procedure, a patient underwent an endoscopy leading to the discovery of an erosion through the esophageal lumen of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2014. Approximately four weeks post-implant, the patient received a dilation due to dysphagia. Patient reported dysphagia approximately the second week of (B)(6) 2018. Endoscopy on (B)(6) 2018 showed 1 left posterior beads eroded through the esophageal lumen. The two eroded beads were explanted without issue on (B)(6) 2018 by (B)(6). The patient was doing well after the removal of 2 beads. At a follow-up visit for the initial explant, 2-4 beads were visualized in the esophagus. Remaining device removal was attempted endoscopically on (B)(6) 2018. The beads were not removed but were pushed back into the capsule. Remaining device was removed laparoscopically without issue on (B)(6) 2018. The patient left the hospital without any issues. The site reported on 12/28/2018 that the patient had not contacted the site after the removal, and therefore, the hospital assumes the patient had no additional problems.